Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, fse arrived at the site to address the reported event. Inspection of the device revealed a clogged stator face due to rotor seal wear, and material in the buffer valve. Fse replaced the rotor seal, stator face, buffer valve seal, and bent sample needle. Additionally, broken sample racks were removed and others realigned. Fse further noted that the customer was running lot f buffers with a lot h column, resulting in an extra peak between the a1c and ao peak. They did not have any matching column or buffer lots onsite. The customer was advised to obtain the proper lots for both columns and buffers. Fse subsequently ran 20 patient samples and controls to verify the large syringe and needle functioned properly. No issues were noted and no further action was required by field service. The most probable cause of the reported event was due to a dirty rotor seal and misalignment of rack inserts.

Event description:
On (B)(6) 2016, the customer reported "706 l syringe error" with their g8 analyzer. The customer stated that the needle appeared to be puncturing near the edge of the sample tube. She ran a sample reset, but believed the needle may require adjustment. On (B)(6) 2016 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.